Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 14 ventricular non-sustained tachycardia (nst) episodes with less than or equal to 210 ms between (B)(6) 2012 15:41:09 and (B)(6) 2012 05:30:14. There was 1 ventricular fibrillation (vf) episode equal to 190 ms average v-cycle on (B)(6) 2011 at 15:41:44. Analysis also revealed interference/noise. The ventricular short interval count (v-sic) was equal to 14842.7 counts avg/day, in 1.43 days, between (B)(6) 2012 22:35:49 and (B)(6) 2012 08:51:37. A lead integrity alert was triggered for lead failure predictor on (B)(6) 2012 04:44:51.

Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the right ventricular [rv] lead was oversensing, had a high sensing integrity count [sic], had varying and high impedance measurements, noise was present and a lead integrity alert [lia] was triggered. The device was reprogrammed to disable ventricular fibrillation detection and the rv lead remains in use. No further patient complications have been reported as a result of this event.